Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to leak in system 14 years after implant. No information about the patient outcome is available at the moment. Additional information was requested.